Event description:
The patient reported that the up arrow and down arrow keypad buttons were intermittently unresponsive. There was reportedly no damage to the pump or keypad, the pump was not exposed to water and the patient wore the pump under clothing and did not clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow and backlight keypad buttons were intermittently responsive; the backlight keypad button has no effect on insulin delivery function. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.